Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("diffuse pelvic pain"), back pain ("chronic lower back pain"), salpingitis ("purulent discharge likely corresponding to chronic inflammation during the resection of the right f"), crohn's disease ("crohn's disease"), omphalitis ("recent yeast infection of the umbilicus") and urinary tract infection ("urinary infections") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute massive pulmonary embolism on (B)(6)2013, absence of menstruation, nickel sensitivity (nickel allergy diagnosed on (B)(6)2011) in 2011, rheumatoid arthritis, depression, ovarian cyst, allergic reaction to antibiotics, gravida ii, parity 2, perimenopause and recurrent urinary tract infection. Concurrent conditions included endometriosis (endometriosis associated with pain) and hypochondriacal personality. Concomitant products included adalimumab (humira), alprazolam (xanax), fentanyl (durogesic), fluindione (previscan), folic acid (speciafoldine), lidocaine (versatis), methotrexate, morphine, paracetamol (doliprane), pregabalin (lyrica) and tramadol hydrochloride (monocrixo). On (B)(6)2014, the patient had essure inserted. In 2015, the patient experienced urinary tract infection (seriousness criterion medically significant) and vaginal infection ("repeated vaginal infections treated with suppositories") with vaginal discharge. In 2016, the patient experienced omphalitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria hospitalization and intervention required) with purulent discharge, crohn's disease (seriousness criterion medically significant) with anal fissure, anal infection, anal spasm, gingival bleeding and gingivitis, allergy to metals ("nickel allergy"), uterine spasm ("uterine contractions"), benign neoplasm ("benign cysts"), dysgeusia ("constant silver taste in mouth"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (intervention required: removal performed on (B)(6)2017 : bilateral laparoscopic salpingectomy) and surgery (consumer to undergo emergency surgery on (B)(6)2016 to have essure implants removed). Essure was removed on (B)(6)2017. At the time of the report, the back pain, salpingitis, crohn's disease, omphalitis, allergy to metals, uterine spasm, benign neoplasm, dysgeusia and fatigue outcome was unknown and the urinary tract infection, vaginal infection and arthralgia had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, benign neoplasm, crohn's disease, dysgeusia, fatigue, omphalitis, pelvic pain, salpingitis, urinary tract infection, uterine spasm and vaginal infection with essure. The reporter commented: easy insertion of essure implants: 8 trailing coils on the left, 5 trailing coils on the right since removal complete regression of the vaginal discharge, joint pain and recurrent urinary tract infections. Removal performed on (B)(6)2017 : bilateral laparoscopic salpingectomy. During removal of right fallopian tube yellowish purulent fluid was seen in the proximal 1/3 of the tube. Tube pathology: one was histologically normal, the wall of the other showed fibrous thickening of the tubal fibrate without inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Abdominal x-ray - on (B)(6)2017: essure implants were in their usual trajectory ultrasound pelvis - on an unknown date: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2018: correction following company internal coding review. The event "purulent discharge likely corresponding to chronic inflammation during the resection of the right f" was split and recoded to meddra llt: purulent discharge and llt: chronic salpingitis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("diffuse pelvic pain"), back pain ("chronic lower back pain"), salpingitis ("purulent discharge likely corresponding to chronic inflammation during the resection of the right f"), crohn's disease ("crohn's disease"), omphalitis ("recent yeast infection of the umbilicus") and urinary tract infection ("urinary infections") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute massive pulmonary embolism on (B)(6) 2013, absence of menstruation, nickel sensitivity (nickel allergy diagnosed on (B)(6) 2011) in 2011, rheumatoid arthritis, depression, ovarian cyst, allergic reaction to antibiotics, gravida ii, parity 2, perimenopause and recurrent urinary tract infection. Concurrent conditions included endometriosis (endometriosis associated with pain) and hypochondriacal personality. Concomitant products included adalimumab (humira), alprazolam (xanax), fentanyl (durogesic), fluindione (previscan), folic acid (speciafoldine), lidocaine (versatis), methotrexate, morphine, paracetamol (doliprane), pregabalin (lyrica) and tramadol hydrochloride (monocrixo). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced urinary tract infection (seriousness criterion medically significant) and vaginal infection ("repeated vaginal infections treated with suppositories") with vaginal discharge. In 2016, the patient experienced omphalitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria hospitalization and intervention required), crohn's disease (seriousness criterion medically significant) with anal fissure, anal infection, anal spasm, gingival bleeding and gingivitis, allergy to metals ("nickel allergy"), uterine spasm ("uterine contractions"), benign neoplasm ("benign cysts"), dysgeusia ("constant silver taste in mouth"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (intervention required: removal performed on (B)(6) 2017 : bilateral laparoscopic salpingectomy) and surgery (consumer to undergo emergency surgery on (B)(6) 2016 to have essure implants removed). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, salpingitis, crohn's disease, omphalitis, allergy to metals, uterine spasm, benign neoplasm, dysgeusia and fatigue outcome was unknown and the urinary tract infection, vaginal infection and arthralgia had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, benign neoplasm, crohn's disease, dysgeusia, fatigue, omphalitis, pelvic pain, salpingitis, urinary tract infection, uterine spasm and vaginal infection with essure. The reporter commented: easy insertion of essure implants: 8 trailing coils on the left, 5 trailing coils on the right since removal complete regression of the vaginal discharge, joint pain and recurrent urinary tract infections. Removal performed on (B)(6) 2017 : bilateral laparoscopic salpingectomy. During removal of right fallopian tube yellowish purulent fluid was seen in the proximal 1/3 of the tube. Tube pathology: one was histologically normal, the wall of the other showed fibrous thickening of the tubal fibrate without inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Abdominal x-ray - on (B)(6) 2017: essure implants were in their usual trajectory ultrasound pelvis - on an unknown date: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 17-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-dec-2016. The most recent information was received on 18-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('diffuse pelvic pain / chronic pelvic pain syndrome'), back pain ('chronic lower back pain / constant lumbago'), salpingitis ('purulent discharge likely corresponding to chronic inflammation during the resection of the right f'), crohn's disease ('crohn's disease'), omphalitis ('recent yeast infection of the umbilicus / umbilic mycosis'), urinary tract infection ('urinary infections'), hemianaesthesia ('hypoesthesia of the left hemibody including the face (reflexes were all present and symmetric) found on the neurological examination / hypoesthesia of the left sacrum found on perineal examination') and rectal haemorrhage ('disturbances of bowel mobility (bloating and rectorrhagia)') in an adult female patient who had essure (batch no. Bb85129 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flushes in 2014, acute massive pulmonary embolism on (B)(6) 2013, menopause on (B)(6) 2013, herpes zoster in 2013, crohn's disease in march 2013, nickel sensitivity (nickel allergy diagnosed on (B)(6) 2011) in 2011, acupuncture in 2009, physiotherapy in 2009, psychotherapy in 2009, dyspareunia in 2009, abdominal pain in 2009, elective abortion in 1982, absence of menstruation, rheumatoid arthritis, depression, hemorrhagic ovarian cyst, allergic reaction to antibiotics, gravida ii, parity 2, perimenopause, recurrent urinary tract infection, ovarian cystectomy (1990, 2004 and 2006), joint pain, abdominal pain lower, fatigue, autoimmune disorder, endometriosis ablation, toxic effect of tobacco, anorexia, nausea, asthenia, eczema, arterial hypertension, cystitis, peripheral neuropathy and spotting vaginal. Previously administered products included for an unreported indication: decapeptyl in 2004, mirena in 2004, xanax 0.25 mg qd, monoalgic lp 100 and anafranil 10 mg bid. Concurrent conditions included endometriosis (endometriosis associated with pain) and hypochondriacal personality. Family history included lung cancer. Concomitant products included adalimumab (humira) since 2016 for crohn's disease, methotrexate (imeth) since (B)(6) 2014 for immunosuppression, fluindione (previscan) since (B)(6) 2014 for pulmonary embolism as well as alprazolam (xanax), fentanyl (durogesic), folic acid (speciafoldine), lidocaine (versatis), methotrexate, morphine, paracetamol (doliprane), pregabalin (lyrica) and tramadol hydrochloride (monocrixo). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced urticaria ("urticaria") and eczema ("eczema"). In (B)(6) 2014, the patient experienced urinary retention ("urinary retention"), urinary incontinence ("urinary incontinence"), myalgia ("muscle pain"), abdominal pain lower ("pain in the lower part of the belly"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced urinary tract infection (seriousness criterion medically significant), vaginal infection ("repeated vaginal infections treated with suppositories") with vaginal discharge, vision blurred ("blurred vision"), dysuria ("dysuria"), dyspareunia ("superficial dyspareunia") and hemianaesthesia (seriousness criterion medically significant). In 2016, the patient experienced omphalitis (seriousness criterion medically significant), abdominal distension ("disturbances of bowel mobility (bloating and rectorrhagia)") and rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria hospitalization and intervention required), crohn's disease (seriousness criteria disability and medically significant) with anal fissure, anal infection, anal spasm, gingival bleeding and gingivitis, allergy to metals ("nickel allergy"), uterine spasm ("uterine contractions"), dysgeusia ("constant silver taste in mouth / metallic taste in mouth"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), endometriosis ("extended endometriosis"), skin dystrophy ("malpighian dystrophy"), tendonitis ("wrists, arms and shoulder tendonitis"), dyspepsia ("digestive disturbance nos"), general physical health deterioration ("deterioration of general health state"), vertigo ("vertigo"), mobility decreased ("difficulty to move"), depression ("depression"), anxiety ("anxiety"), memory impairment ("memory disturbances"), autoimmune disorder ("auto-immune disease"), ear infection ("otitis"), sinusitis ("sinusitis"), rhinitis ("rhinitis"), fibromyalgia ("fibromyalgia"), amenorrhoea ("amenorrhea since the placement of essure") and inflammation ("probable chronic inflammatory reaction") with purulent discharge and was found to have benign neoplasm ("benign cysts"). The patient was treated with surgery (intervention required: removal performed on (B)(6) 2017 : bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, salpingitis, omphalitis, allergy to metals, uterine spasm, benign neoplasm, dysgeusia, fatigue, endometriosis, skin dystrophy, tendonitis, fibromyalgia, amenorrhoea, dysuria, dyspareunia, hemianaesthesia, abdominal distension and rectal haemorrhage outcome was unknown, the crohn's disease was resolving, the urinary tract infection, vaginal infection and arthralgia had resolved and the urinary retention, urinary incontinence, myalgia, abdominal pain lower, migraine, headache, urticaria, eczema, dyspepsia, general physical health deterioration, vertigo, mobility decreased, depression, anxiety, memory impairment, autoimmune disorder, vision blurred, ear infection, sinusitis and rhinitis had not resolved. The reporter provided no causality assessment for arthralgia, benign neoplasm, fatigue, omphalitis and salpingitis with essure. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amenorrhoea, anxiety, autoimmune disorder, back pain, crohn's disease, depression, dysgeusia, dyspareunia, dyspepsia, dysuria, ear infection, eczema, endometriosis, fibromyalgia, general physical health deterioration, headache, hemianaesthesia, inflammation, memory impairment, migraine, mobility decreased, myalgia, pelvic pain, rectal haemorrhage, rhinitis, sinusitis, skin dystrophy, tendonitis, urinary incontinence, urinary retention, urinary tract infection, urticaria, uterine spasm, vaginal infection, vertigo and vision blurred to be related to essure. The reporter commented: easy insertion of essure implants: 8 trailing coils on the left, 5 trailing coils on the right since removal complete regression of the vaginal discharge, joint pain and recurrent urinary tract infections. Removal performed on (B)(6) 2017 : bilateral laparoscopic salpingectomy. During removal of right fallopian tube yellowish purulent fluid was seen in the proximal 1/3 of the tube. Tube pathology: one was histologically normal, the wall of the other showed fibrous thickening of the tubal fibrate without inflammation. Endometriosis, urinary tract infections, repeated vaginal infection, menopause, joint pain, lower back pain, tendonitis and fatigue were still present after essure removal. Vision of the patient decreased (impossible to drive in the night) and the patient experienced smell and taste disturbances after essure removal. On (B)(6) 2017, analgesic treatments were reduced and anxiolytic treatments were stopped. On (B)(6) 2018, she experienced bilateral gonalgia, suggesting mechanical damage. This causal relationship is additive to a previous state and may have generated its aggravation. The experts insisted, however, on the fact that the total resolution of the symptomatology presented by the patient, after the removal of the essure, showed that the causes of the painful symptomatology were multifactorial. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Abdominal x-ray - on (B)(6) 2017: results: essure implants were in their usual trajectory. Colonoscopy - in 2015: showed complete healing of the ileocolic lesions. Fibroscopy was normal.. Ultrasound pelvis - on an unknown date: results: unremarkable. X-ray - on (B)(6) 2014: essure device shows the two implants in usual projection. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 18-dec-2019: events (amenorrhea since the placement of essure, dysuria, superficial dyspareunia, hypoesthesia of the left hemibody including the face (reflexes were all present and symmetric) found on the neurological examination, hypoesthesia of the left sacrum found on perineal examination, disturbances of bowel mobility (bloating and rectorrhagia)), medical history, concomitant drug, lab data added. Outcome of the event ¿crohn¿s disease¿ was changed from ¿unknown¿ to ¿recovering¿ and disability was marked as seriousness criteria. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("diffuse pelvic pain"), back pain ("chronic lower back pain"), salpingitis ("prurulent discharge likely corresponding to chronic inflammation during the resection of the right f"), crohn's disease ("crohn's disease"), omphalitis ("recent yeast infection of the umbilicus") and urinary tract infection ("urinary infections") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute massive pulmonary embolism on (B)(6) 2013, absence of menstruation, nickel sensitivity (nickel allergy diagnosed on (B)(6) 2011) in 2011, rheumatoid arthritis, depression, ovarian cyst, allergic reaction to antibiotics, multigravida, parity 2, perimenopause and recurrent urinary tract infection. Concurrent conditions included endometriosis (endometriosis associated with pain) and hypochondriacal personality. Concomitant products included adalimumab (humira), alprazolam (xanax), fentanyl (durogesic), fluindione (previscan), folic acid (speciafoldine), imeth, lidocaine (versatis), morphine, paracetamol (doliprane), pregabalin (lyrica) and tramadol hydrochloride (monocrixo). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced urinary tract infection (seriousness criterion medically significant) and vaginal infection ("repeated vaginal infections treated with suppositories") with vaginal discharge. In 2016, the patient experienced omphalitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria hospitalization and intervention required), crohn's disease (seriousness criterion medically significant) with anal fissure, anal infection, anal spasm, gingival bleeding and gingivitis, allergy to metals ("nickel allergy"), uterine spasm ("uterine contractions"), benign neoplasm ("benign cysts"), dysgeusia ("constant silver taste in mouth"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (intervention required: removal performed on (B)(6) 2017: bilateral laparoscopic salpingectomy) and surgery (consumer to undergo emergency surgery on (B)(6) 2016 to have essure implants removed). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, salpingitis, crohn's disease, omphalitis, allergy to metals, uterine spasm, benign neoplasm, dysgeusia and fatigue outcome was unknown and the urinary tract infection, vaginal infection and arthralgia had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, benign neoplasm, crohn's disease, dysgeusia, fatigue, omphalitis, pelvic pain, salpingitis, urinary tract infection, uterine spasm and vaginal infection with essure. The reporter commented: easy insertion of essure implants: 8 trailing coils on the left, 5 trailing coils on the right since removal complete regression of the vaginal discharge, joint pain and recurrent urinary tract infections. Removal performed on (B)(6) 2017 : bilateral laparoscopic salpingectomy. During removal of right fallopian tube yellowish purulent fluid was seen in the proximal 1/3 of the tube. Tube pathology: one was histologically normal, the wall of the other showed fibrous thickening of the tubal fibrate without inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Abdominal x-ray - on (B)(6) 2017: essure implants were in their usual trajectory ultrasound pelvis - on an unknown date: unremarkable. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2018: easy insertion of essure implants: 8 trailing coils on the left, 5 trailing coils on the right. Since removal complete regression of the vaginal discharge, joint pain and recurrent urinary tract infections (events outcome changed to recovered). Patient data and lab data updated, concomitant drugs added. Events pelvic pain, purulent discharge likely corresponding to chronic inflammation during the resection of the right fallopian tube and joint pain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("diffuse pelvic pain"), back pain ("chronic lower back pain"), salpingitis ("purulent discharge likely corresponding to chronic inflammation during the resection of the right f"), crohn's disease ("crohn's disease"), omphalitis ("recent yeast infection of the umbilicus") and urinary tract infection ("urinary infections") in a 50-year-old female patient who had essure (batch no. Bb85129) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute massive pulmonary embolism on (B)(6) 2013, absence of menstruation, nickel sensitivity (nickel allergy diagnosed on (B)(6) 2011) in 2011, rheumatoid arthritis, depression, ovarian cyst, allergic reaction to antibiotics, gravida ii, parity 2, perimenopause and recurrent urinary tract infection. Concurrent conditions included endometriosis (endometriosis associated with pain) and hypochondriacal personality. Concomitant products included adalimumab (humira), alprazolam (xanax), fentanyl (durogesic), fluindione (previscan), folic acid (speciafoldine), lidocaine (versatis), methotrexate, morphine, paracetamol (doliprane), pregabalin (lyrica) and tramadol hydrochloride (monocrixo). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced urinary tract infection (seriousness criterion medically significant) and vaginal infection ("repeated vaginal infections treated with suppositories") with vaginal discharge. In 2016, the patient experienced omphalitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria hospitalization and intervention required) with purulent discharge, crohn's disease (seriousness criterion medically significant) with anal fissure, anal infection, anal spasm, gingival bleeding and gingivitis, allergy to metals ("nickel allergy"), uterine spasm ("uterine contractions"), benign neoplasm ("benign cysts"), dysgeusia ("constant silver taste in mouth"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (intervention required: removal performed on (B)(6) 2017: bilateral laparoscopic salpingectomy) and surgery (consumer to undergo emergency surgery on (B)(6) 2016 to have essure implants removed). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, salpingitis, crohn's disease, omphalitis, allergy to metals, uterine spasm, benign neoplasm, dysgeusia and fatigue outcome was unknown and the urinary tract infection, vaginal infection and arthralgia had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, benign neoplasm, crohn's disease, dysgeusia, fatigue, omphalitis, pelvic pain, salpingitis, urinary tract infection, uterine spasm and vaginal infection with essure. The reporter commented: easy insertion of essure implants: 8 trailing coils on the left, 5 trailing coils on the right since removal complete regression of the vaginal discharge, joint pain and recurrent urinary tract infections. Removal performed on (B)(6) 2017: bilateral laparoscopic salpingectomy. During removal of right fallopian tube yellowish purulent fluid was seen in the proximal 1/3 of the tube. Tube pathology: one was histologically normal, the wall of the other showed fibrous thickening of the tubal fibrate without inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Abdominal x-ray - on (B)(6) 2017: essure implants were in their usual trajectory ultrasound pelvis - on an unknown date: unremarkable . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2018: after an internal review the case (B)(4) was found as duplicate of this current case and all information was transferred to this remaining case. Information included initial source document received on 19-oct-2018 and fup information received on 22-oct-2018. Additional fup ((B)(6) 2018) was received and the following information was added:essure lot number: bb85129. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1615134) on (B)(6) 2016. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('diffuse pelvic pain / chronic pelvic pain syndrome'), back pain ('chronic lower back pain / constant lumbago'), salpingitis ('purulent discharge likely corresponding to chronic inflammation during the resection of the right f'), crohn's disease ('crohn's disease'), omphalitis ('recent yeast infection of the umbilicus / umbilic mycosis') and urinary tract infection ('urinary infections') in an adult female patient who had essure (batch no. Bb85129 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute massive pulmonary embolism on (B)(6) 2013, nickel sensitivity (nickel allergy diagnosed on (B)(6) 2011) in 2011, absence of menstruation, rheumatoid arthritis, depression, ovarian cyst, allergic reaction to antibiotics, gravida ii, parity 2, perimenopause, recurrent urinary tract infection and ovarian cystectomy (1990 and 2005). Concurrent conditions included endometriosis (endometriosis associated with pain) and hypochondriacal personality. Concomitant products included adalimumab (humiria), alprazolam (xanax), fentanyl (durogesic), folic acid (speciafoldine), lidocaine (versatis), methotrexate, morphine, paracetamol (doliprane), pregabalin (lyrica) and tramadol hydrochloride (monocrixo). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced urinary tract infection (seriousness criterion medically significant) and vaginal infection ("repeated vaginal infections treated with suppositories") with vaginal discharge. In 2016, the patient experienced omphalitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria hospitalization and intervention required) with purulent discharge, crohn's disease (seriousness criterion medically significant) with anal fissure, anal infection, anal spasm, gingival bleeding and gingivitis, allergy to metals ("nickel allergy"), uterine spasm ("uterine contractions"), dysgeusia ("constant silver taste in mouth / metallic taste in mouth"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), endometriosis ("extended endometriosis"), skin dystrophy ("malpighian dystrophy") and tendonitis ("wrists, arms and shouldertendonitis") and was found to have benign neoplasm ("benign cysts"). The patient was treated with essure removal performed on (B)(6) 2017 : bilateral laparoscopic salpingectomy). At the time of the report, the back pain, salpingitis, crohn's disease, omphalitis, allergy to metals, uterine spasm, benign neoplasm, dysgeusia, fatigue, endometriosis, skin dystrophy and tendonitis outcome was unknown and the urinary tract infection, vaginal infection and arthralgia had resolved. The reporter provided no causality assessment for arthralgia, benign neoplasm, fatigue, omphalitis and salpingitis with essure. The reporter considered allergy to metals, back pain, crohn's disease, dysgeusia, endometriosis, pelvic pain, skin dystrophy, tendonitis, urinary tract infection, uterine spasm and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: easy insertion of essure implants: 8 trailing coils on the left, 5 trailing coils on the right since removal complete regression of the vaginal discharge, joint pain and recurrent urinary tract infections. Removal performed on (B)(6)2017 : bilateral laparoscopic salpingectomy. During removal of right fallopian tube yellowish purulent fluid was seen in the proximal 1/3 of the tube. Tube pathology: one was histologically normal, the wall of the other showed fibrous thickening of the tubal fibrate without inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Abdominal x-ray - on (B)(6) 2017: results: essure implants were in their usual trajectory. Ultrasound pelvis - on an unknown date: results: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new reporter lawyer added; essure removal date was updated from (B)(6)2017 to (B)(6) 2017; resection of 2 ovary cysts added as medical history; new events extended endometriosis, malpighian dystrophy, ombilic mycosis, wrists, arms and shoulder tendonitis added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2016. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('diffuse pelvic pain / chronic pelvic pain syndrome'), back pain ('chronic lower back pain / constant lumbago'), salpingitis ('purulent discharge likely corresponding to chronic inflammation during the resection of the right f'), crohn's disease ('crohn's disease'), omphalitis ('recent yeast infection of the umbilicus / umbilic mycosis') and urinary tract infection ('urinary infections') in an adult female patient who had essure (batch no. Bb85129 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute massive pulmonary embolism on (B)(6) 2013, menopause on (B)(6) 2013, crohn's disease in (B)(6) 2013, nickel sensitivity (nickel allergy diagnosed on (B)(6) 2011) in 2011, acupuncture in 2009, physiotherapy in 2009, psychotherapy in 2009, abdominal pain in 2009, elective abortion in 1982, absence of menstruation, rheumatoid arthritis, depression, ovarian cyst, allergic reaction to antibiotics, gravida ii, parity 2, perimenopause, recurrent urinary tract infection, ovarian cystectomy (1990 and 2006), joint pain, abdominal pain lower, fatigue, autoimmune disorder nos, surgery, tobacco user, anorexia, anorexia, nausea and asthenia. Previously administered products included for an unreported indication: anafranil 10 mg bid, monoalgic lp 100 and xanax 0.25 mg qd. Concurrent conditions included endometriosis (endometriosis associated with pain) and hypochondriacal personality. Concomitant products included adalimumab (humira), alprazolam (xanax), fentanyl (durogesic), folic acid (speciafoldine), lidocaine (versatis), methotrexate, morphine, paracetamol (doliprane), pregabalin (lyrica) and tramadol hydrochloride (monocrixo). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced urticaria ("urticaria") and eczema ("eczema"). In (B)(6) 2014, the patient experienced urinary retention ("urinary retention"), urinary incontinence ("urinary incontinence"), myalgia ("muscle pain"), abdominal pain lower ("pain in the lower part of the belly"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced urinary tract infection (seriousness criterion medically significant), vaginal infection ("repeated vaginal infections treated with suppositories") with vaginal discharge and vision blurred ("blurred vision"). In 2016, the patient experienced omphalitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria hospitalization and intervention required) with purulent discharge, crohn's disease (seriousness criterion medically significant) with anal fissure, anal infection, anal spasm, gingival bleeding and gingivitis, allergy to metals ("nickel allergy"), uterine spasm ("uterine contractions"), dysgeusia ("constant silver taste in mouth / metallic taste in mouth"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), endometriosis ("extended endometriosis"), skin dystrophy ("malpighian dystrophy"), tendonitis ("wrists, arms and shouldertendonitis"), dyspepsia ("digestive disturbance nos"), general physical health deterioration ("deterioration of general health state"), vertigo ("vertigo"), movement disorder ("difficulty to move"), depression ("depression"), anxiety ("anxiety"), memory impairment ("memory disturbances"), autoimmune disorder ("auto-immune disease"), ear infection ("otitis"), sinusitis ("sinusitis"), rhinitis ("rhinitis") and fibromyalgia ("fibromyalgia") and was found to have benign neoplasm ("benign cysts"). The patient was treated with surgery (intervention required: removal performed on (B)(6) 2017 : bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, salpingitis, crohn's disease, omphalitis, allergy to metals, uterine spasm, benign neoplasm, dysgeusia, fatigue, endometriosis, skin dystrophy, tendonitis and fibromyalgia outcome was unknown, the urinary tract infection, vaginal infection and arthralgia had resolved and the urinary retention, urinary incontinence, myalgia, abdominal pain lower, migraine, headache, urticaria, eczema, dyspepsia, general physical health deterioration, vertigo, movement disorder, depression, anxiety, memory impairment, autoimmune disorder, vision blurred, ear infection, sinusitis and rhinitis had not resolved. The reporter provided no causality assessment for arthralgia, benign neoplasm, fatigue, omphalitis and salpingitis with essure. The reporter considered abdominal pain lower, allergy to metals, anxiety, autoimmune disorder, back pain, crohn's disease, depression, dysgeusia, dyspepsia, ear infection, eczema, endometriosis, fibromyalgia, general physical health deterioration, headache, memory impairment, migraine, movement disorder, myalgia, pelvic pain, rhinitis, sinusitis, skin dystrophy, tendonitis, urinary incontinence, urinary retention, urinary tract infection, urticaria, uterine spasm, vaginal infection, vertigo and vision blurred to be related to essure. The reporter commented: easy insertion of essure implants: 8 trailing coils on the left, 5 trailing coils on the right since removal complete regression of the vaginal discharge, joint pain and recurrent urinary tract infections. Removal performed on (B)(6) 2017 : bilateral laparoscopic salpingectomy. During removal of right fallopian tube yellowish purulent fluid was seen in the proximal 1/3 of the tube. Tube pathology: one was histologically normal, the wall of the other showed fibrous thickening of the tubal fibrate without inflammation. Endometriosis, urinary tract infections, repeated vaginal infection, menopause, joint pain, lower back pain, tendonitis and fatigue were still present after essure removal. Vision of the patient decreased (impossible to drive in the night) and the patient experienced smell and taste disturbances after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Abdominal x-ray - on (B)(6) 2017: results: essure implants were in their usual trajectory. Ultrasound pelvis - on an unknown date: results: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2019: new reporter lawyer added; medical history provided and new events urinary retention / incontinence, muscle pain, pain in the lower part of the belly, migraines, headaches, urticaria, eczema, digestive disturbance nos, deterioration of general health state, vertigo, difficulty to move, depression, anxiety, memory disturbances, auto-immune disease, blurred vision, otitis, sinusitis, rhinitis, fibromyalgia were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("chronic lower back pain"), crohn's disease ("crohn's disease"), omphalitis ("recent yeast infection of the umbilicus") and urinary tract infection ("urinary infections") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute massive pulmonary embolism and absence of menstruation. Concurrent conditions included endometriosis and hypochondriacal personality. Concomitant products included adalimumab (humira) and morphine. In 2015, the patient started essure. In 2015, the patient experienced urinary tract infection (serious criterion medically significant) and vaginal infection ("repeated vaginal infections treated with suppositories") with vaginal discharge. In 2016, the patient experienced omphalitis (serious criterion medically significant). On an unknown date, the patient experienced back pain (serious criteria medically significant and clinically significant/intervention required), crohn's disease (serious criterion medically significant) with anal fissure, anal infection, anal spasm, gingival bleeding and gingivitis, allergy to metals ("nickel allergy"), uterine spasm ("uterine contractions"), benign neoplasm ("benign cysts"), dysgeusia ("constant silver taste in mouth") and fatigue ("chronic fatigue"). The patient was treated with surgery (consumer to undergo emergency surgery on (B)(6) 2016 to have essure implants removed). At the time of the report, the back pain, crohn's disease, omphalitis, urinary tract infection, vaginal infection, allergy to metals, uterine spasm, benign neoplasm, dysgeusia and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, crohn's disease, omphalitis, urinary tract infection, vaginal infection, allergy to metals, uterine spasm, benign neoplasm, dysgeusia and fatigue with essure. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure inserted and experienced chronic lower back pain. She also reported having crohn's disease, recent yeast infection of the umbilicus, and urinary infections, among non-serious events. At the reporting time, consumer had a planned unspecified emergency surgery to remove the implants. Back pain is anticipated whereas the other events are unanticipated in the reference safety information for essure. In this case consumer had crohn´s disease, whose extra-intestinal manifestations are commonly musculoskeletal, such as spondyloarthritis. This could be an alternative explanation for the back pain. However, given the nature of this event a contributory role of essure cannot be totally excluded. Considering the pathophysiology of crohn's disease, recent yeast infection of the umbilicus, and urinary infections and the local action of essure at fallopian tubes, a causal relationship between these events and essure was regarded as unrelated. This case was regarded as incident, since device removal will be required (although the exact reason for the emergency surgery to remove the implants was not specified). Further information and a product technical analysis are expected.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1615134) on 16-dec-2016. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("diffuse pelvic pain"), back pain ("chronic lower back pain"), salpingitis ("purulent discharge likely corresponding to chronic inflammation during the resection of the right f"), crohn's disease ("crohn's disease"), omphalitis ("recent yeast infection of the umbilicus") and urinary tract infection ("urinary infections") in a 0-year-old female patient who had essure (batch no. Bb85129 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute massive pulmonary embolism on (B)(6) 2013, absence of menstruation, nickel sensitivity (nickel allergy diagnosed on 19-may-2011) in 2011, rheumatoid arthritis, depression, ovarian cyst, allergic reaction to antibiotics, gravida ii, parity 2, perimenopause and recurrent urinary tract infection. Concurrent conditions included endometriosis (endometriosis associated with pain) and hypochondriacal personality. Concomitant products included adalimumab (humira), alprazolam (xanax), fentanyl (durogesic), fluindione (previscan), folic acid (speciafoldine), lidocaine (versatis), methotrexate, morphine, paracetamol (doliprane), pregabalin (lyrica) and tramadol hydrochloride (monocrixo). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced urinary tract infection (seriousness criterion medically significant) and vaginal infection ("repeated vaginal infections treated with suppositories") with vaginal discharge. In 2016, the patient experienced omphalitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria hospitalization and intervention required) with purulent discharge, crohn's disease (seriousness criterion medically significant) with anal fissure, anal infection, anal spasm, gingival bleeding and gingivitis, allergy to metals ("nickel allergy"), uterine spasm ("uterine contractions"), benign neoplasm ("benign cysts"), dysgeusia ("constant silver taste in mouth"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (intervention required: removal performed on (B)(6)2017 : bilateral laparoscopic salpingectomy) and surgery (consumer to undergo emergency surgery on (B)(6)2016 to have essure implants removed). Essure was removed on (B)(6)2017. At the time of the report, the back pain, salpingitis, crohn's disease, omphalitis, allergy to metals, uterine spasm, benign neoplasm, dysgeusia and fatigue outcome was unknown and the urinary tract infection, vaginal infection and arthralgia had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, benign neoplasm, crohn's disease, dysgeusia, fatigue, omphalitis, pelvic pain, salpingitis, urinary tract infection, uterine spasm and vaginal infection with essure. The reporter commented: easy insertion of essure implants: 8 trailing coils on the left, 5 trailing coils on the right since removal complete regression of the vaginal discharge, joint pain and recurrent urinary tract infections. Removal performed on (B)(6) -2017 : bilateral laparoscopic salpingectomy. During removal of right fallopian tube yellowish purulent fluid was seen in the proximal 1/3 of the tube. Tube pathology: one was histologically normal, the wall of the other showed fibrous thickening of the tubal fibrate without inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Abdominal x-ray - on (B)(6)2017: essure implants were in their usual trajectory ultrasound pelvis - on an unknown date: unremarkable quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (update for batch number: invalid) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up information received 17-feb-2017: quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up information received 09-mar-2017: follow-up attempts have been completed, with no response to date. No further information expected. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure inserted and experienced chronic lower back pain. She also reported having crohn's disease, recent yeast infection of the umbilicus, and urinary infections, among non-serious events. At the reporting time, consumer had a planned unspecified emergency surgery to remove the implants. Back pain is anticipated whereas the other events are unanticipated in the reference safety information for essure. In this case consumer had crohn´s disease, whose extra-intestinal manifestations are commonly musculoskeletal, such as spondyloarthritis. This could be an alternative explanation for the back pain. However, given the nature of this event a contributory role of essure cannot be totally excluded. Considering the pathophysiology of crohn's disease, recent yeast infection of the umbilicus, and urinary infections and the local action of essure at fallopian tubes, a causal relationship between these events and essure was regarded as unrelated. This case was regarded as incident, since device removal will be required (although the exact reason for the emergency surgery to remove the implants was not specified). A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 9-mar-2017: follow-up attempts have been completed, with no response to date. No further information expected company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure inserted and experienced chronic lower back pain. She also reported having crohn's disease, recent yeast infection of the umbilicus, and urinary infections, among non-serious events. At the reporting time, consumer had a planned unspecified emergency surgery to remove the implants. Back pain is anticipated whereas the other events are unanticipated in the reference safety information for essure. In this case consumer had crohn´s disease, whose extra-intestinal manifestations are commonly musculoskeletal, such as spondyloarthritis. This could be an alternative explanation for the back pain. However, given the nature of this event a contributory role of essure cannot be totally excluded. Considering the pathophysiology of crohn's disease, recent yeast infection of the umbilicus, and urinary infections and the local action of essure at fallopian tubes, a causal relationship between these events and essure was regarded as unrelated. This case was regarded as incident, since device removal will be required (although the exact reason for the emergency surgery to remove the implants was not specified). A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained.